Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was not implanted. Email address unknown, information not provided. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the intraocular lens, there was a missing or detached haptic. The lens touched the eye and there was an incision enlargement. The outcome does not significantly interfere with activities of daily life. No addition information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received. The complaint product has been returned. As a result, the following fields have been updated: device available for evaluation; returned to manufacturer on: 02/10/2020. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was observed with residues of viscoelastic, haptic detached and a haptic damaged. The reported issue was verified but it could not be determined if the condition observed is related to manufacturing process as the reported lens was handling and used in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.